Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was not resolved. See MFR. Report # 2023826-2020-00102 for the exchanged lens. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a case/vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Corrected data: h6 - device code 1494: off-label use (vicl is indicated for use in phakic eye treatment for the correction/reduction of myopia in adults ranging from -0.5d to -20.0d. Patient was -24.0d. Should have been included in initial medwatch report. Claim#: (B)(4).